Event description:
The customer reported having used the gastrointestinal videoscope on an unknown number of patients while awaiting the results for routine culture testing. Positive culture test results were subsequently received with 20 colony forming units (cfus) of gram-positive cocci and bacilli in the first and second samples. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h4, h6, h11 this report is being supplemented to provide additional information based on review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. Reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: 1st sampling date: (B)(6) 2025 sampling type: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: 1 bacillus cereus in the instrument channel <1 in the air/water channel <1 in the auxiliary channel <1 in the suction channel =1 total in all channels based on the results of the investigation the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. ¿ additionally, the investigation found these additional reportable malfunctions: the jet-tube has foreign objects, and the air/water tube has foreign objects. Based on the results of the investigation, olympus confirmed a white foreign material came out of the device. Investigations into the white material confirmed the use of products that contain silicone can cause deposits of white foreign material. Silicone is included in simethicone, a defoaming agent, lubricants and like products. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with the instructions for use. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. A definitive root cause of the foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.